Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated a confirmed the customer reported complaint. Failure analysis found the primary failure of bent main tube to be related to the customer reported complaint. The instrument main tube was found bent. The bending damage is located at the proximal end of the main tube.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps were not working as intended. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information from the customer about the complaint: the instrument was inserted into the patient, and before touching the tissue the surgeon found the instrument not responding the way he was moving the controls. The instrument was removed, and a new instrument was put in and the new instrument responded correctly. The patient was not harmed and there were no complications.